Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is experiencing pain at his ipg site since it was hit with a softball bat. It was noted that the ipg appeared to have moved in the pocket. Surgical intervention was undertaken on (B)(6) 2013 and the ipg was re-anchored deeper in the pocket.